Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assembly. Unable to verify backlight due to blank display anomaly. Insulin pump received with minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool with insulin pump still connected. Customer reported to have turned insulin pump off for a few days to allow to dry. When customer inserted new battery, light could not turn off. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.